Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, there was no illumination. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.the device was returned to olympus for inspection.based on the results of the investigation, the most probable cause was traced to component failure.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.